Event description:
The customer observed false negative architect hbsag results for a patient. The following data was provided (customer¿s reference range < 0.05 iu/ml): initial result on (B)(6) 2022 = 0.04 (negative), and on (B)(6) 2022 = 0.01 iu/ml (negative). Tested at a different site on a different abbott instrument during troubleshooting and result = 0.5 iu/ml (positive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Initial reporter name and address: (B)(6). This report is being filed on an international product, list number 6c36 has a similar product distributed in the us, list number 4p53.

Manufacturer narrative:
Correction made from initial submission in section h6: adverse event problem - medical device problem code.

Manufacturer narrative:
The complaint investigation for false nonreactive architect hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house sensitivity testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 34188fn01 and the complaint issue. The overall performance of the architect hbsag reagents was reviewed using field data from customers worldwide. In-house sensitivity testing using a retained reagent kit of lot 34188fn01 was performed. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the architect hbsag reagent for lot 34188fn01 was identified. Additional information in sections: d4 - expiration date d10 - concomitant product h4 - device mfg date